Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer reported that they received a sensor glucose reading of 220 mg/dl when their actual blood glucose level was 400 mg/dl. The customer stated that they calibrated three to four times per day. Advised customer to avoid insertion in areas where clothing might cause irritation and not to insert in areas where the body naturally bends. Advised customer to use overtape. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.